Event description:
Allegedly removed during revision surgery.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested from the surgeon and the user facility. Although several attempts have been made, a medwatch has not been received from the user facility. This report will be updated when the investigation is complete. The device event code is addressed in the package insert. This is the same event as 1043534-2009-00188.